Event description:
It was reported that the patient presented for follow-up. Several ventricular episodes were found. Noise and decreased impedance were observed. Externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 12.5 to 13.5cm from the connector pin. The sensing and rv conductors were visible and the etfe coating was intact. External insulation abrasion was noted at 21.0 to 21.5cm from the connector pin. The etfe coating of the sensing conductor was abraded. The abrasion found in these locations is consistent with friction to the ICD can.